Event description:
It was reported that a particle, like a piece of plastic coming from the bag, was observed floating inside an eva 250 ml bag. The reported condition was occurred during the preparation of the neonatal parenteral nutrition. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: a sample filled with unknown yellow solution was available for evaluation at the plant. Visual inspection confirmed a tiny white particle inside the bag. No other test was performed. The cause of the reported condition was unable to be determined. Corrective actions were implemented to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.